Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr1989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed in (B)(6) 2018. Patient receiving chemotherapy nab-paklitaxel + gemcitabin 2 cycles. It was stated that 1 month after placement there was backflow in the catheter when the outer injection valve were removed as if the valve did not work.

Event description:
It was reported the catheter was placed in (B)(6) 2018. Patient receiving chemotherapy nab-paklitaxel + gemcitabin 2 cycles. It was stated that 1 month after placement there was backflow in the catheter when the outer injection valve were removed as if the valve did not work.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback is inconclusive due to the conditions of use being unknown. One 4 fr powerpicc solo was returned for investigation. Evidence of use was observed throughout the sample. The catheter was looped through the securement wing holes. The catheter extended up to the 47 cm depth marker. Microscopic observation of the valve revealed residual material surrounding the valve surface. The dried material observed may have been a potential contributing factor to the functionality of valve. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The IFU contains information that may prevent potential cause of bleedback during use. ¿the powerpicc solo2¿ catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. Always apply a sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve.¿ ¿caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. Cap catheter.¿ a lot history review (lhr) of recr1989 showed no other similar product complaint(s) from this lot number.